Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer¿s blood glucose level was elevated, however, a bg value was not provided. Customer declined to troubleshoot with tandem technical support.